Event description:
It was reported that the seat would not hold weight due to a bent seat frame and broken support struts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.